Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device could not be interrogated. The device was found to be at end of life (eol). Premature battery depletion was suspected but could not be confirmed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. The device was received with no telemetry and no output. Analysis of the pacemaker revealed header epoxy delamination had occurred (between the device header and base/can attachment), which allowed body fluids to seep into the header attachment area. Further testing revealed low impedance measurements between the header feed-through pins (connections). The body fluids entered the delaminated area and caused shorting between the feed-through pins. This resulted in rapid battery depletion and loss of communication with the device.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.